Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an implantable neurostimulator. It was reported the healthcare professional suspected premature battery depletion. Surgical intervention had not occurred but it was planned at the time of the report. The issue was not resolved and the patient was alive without injury at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative stating the cause of the battery depletion was not yet determined. No actions were taken to resolve the issue. The premature battery depletion had not been resolved at the time of the report.